Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7a h3, h6: part: 03.037.017 lot: 9359339 manufacturing site: bettlach release to warehouse date: february 4, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the complaint device blade/screw guide sleeve (product code: 03.037.017, lot number: 9359339) was not received for investigation. A photo investigation was performed based on the image provided. The photographic evidence was reviewed, confirmation of the unavailability to disassemble devices can not be determined by the photographic evidence, and no further analysis can be performed without physical product. A functional test can not be assessed since part was not returned. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent for a procedure. During the procedure, it was noted that the tfna trocars got stuck in tfna aiming arm. It is unknown if there was a surgical delay and if the procedure was successfully completed. No patient consequences noted. This complaint involves (3) devices. This report is for (1) blade/screw guide sleeve. This report is 1 of 3 for (B)(4).